Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-02593. The pt received two leads (from the same lot) placed peripherally (off-label) as part of her scs system. It was reported the pt elected to have her system removed due to ineffective stimulation coverage since implant. It was reported the pt did not want to be reprogrammed. The physician removed the system on (B)(6) 2012.

Manufacturer narrative:
MFR¿s eval: this was an elective removal. There was no alleged device failure to meet specifications. The event could not be confirmed through product analysis testing. (B)(4): 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.